Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had noise episodes that had caused an inappropriate shock, and high out of range shock impedances greater than 125 ohms. The noise was reproducible with isometrics. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.